Event description:
On (B)(6) 2011 at 06:25am, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was "testing in settings mode." The following complaint was classified based on documentation from the customer care advocate (cca). The patient reported that the issue began on (B)(6) 2011 in the morning when she attempted to use the meter and it went into settings mode. The patient reported she manages her diabetes with diet and exercise. The patient reported that four hours after the start of the issue, she became "shaky." The patient was unable/unwilling to state if she made no changes to her usual diabetes management as a result of the issue. The patient stated that she self- treated with food and drink due to the issue. The cca noted that during troubleshooting, the patient was educated on how to setup and test with the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.